Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 2-3.

Manufacturer narrative:
Requesting to void this report as sientra received updated information from the surgeon that this is only the contralateral side and is not the affected side.